Event description:
During evaluation of a returned spectrum pump, the device experienced system error 20602 (monitor motor stall). There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11:the device was received for evaluation. Functional testing was able to successfully load and run a set without discrepancies. During event history log review a system error 20602 (monitor motor stall) was found to have occurred on 08/18/2025. The pump successfully ran the remainder of the infusion after this occurrence without further issues. Evaluation ran fra test and was unable to reproduce the monitor motor stall error (se20602). The unit also passed the tubing retention test. The reported condition was verified. Since the event was unable to be reproduced the cause could not be verified. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.